Manufacturer narrative:
The device has not yet been made available for evaluation at this time. Should further information become available, a follow-up report will be issued.

Event description:
Consumer alleges hand control caught on fire (lots o sparks/smoke/fire).